Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No service history in the past 12 months. The reported problem was duplicated through visual inspection as the downstream occlusion (dso) seal was delaminating. The dso seal was replaced to solve the issue. The dso and upstream occlusion (uso) sensors were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria.